Manufacturer narrative:
(B)(4). Insulin pump received with blank display due to damaged electronic assemblies. Unable to perform self test, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to blank display. Insulin pump received with detached end cap. The p-cap does lock properly.

Event description:
Information received by medtronic indicated that the retainer ring had crack. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.